Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6)

Event description:
On (B)(6) 2016, the reporter contacted animas alleging, the pump started to vibrate and then emitted alarms then there was no power to the device. Multiple batteries reportedly were used with no resolve. There was no indication as to what alarm type occurred. There was no indication that the product caused or contributed to an adverse event. This complaint is reportable as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/03/2016 with the following findings: the battery compartment was observed to be cracked above and below the grip pad during a visual inspection. Moisture corrosion was observed in the battery compartment and on the battery cap. A leak test failed due to a battery compartment leak. The pump was unable to power on and was completely unresponsive due to moisture corrosion. The pump¿s cover was removed; no further moisture ingress was found to the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.